Event description:
It was reported by the rep that the device was used during a laparoscopic splenectomy. It was reported the seal on the 511sd trocaras tore when a 10 millimeter laparoscopic babcock device was introduced through the trocar. There was no consequence to the patient.